Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone; data not available. Cloud - omnipod 5 software app version; data not available. Cloud - smartphone operating system; data not available. Cloud - smartphone hardware; data not available. Cloud - cgm sensor type; data not available.

Event description:
It was reported the patient's blood glucose levels rose above 250 mg/dl while wearing the pod for between 25 and 36 hours. The pod reportedly was coming loose from the infusion site (abdomen) while the patient was working on their laptop, causing the cannula to dislodge. A new pod was successfully applied.